Event description:
Boston scientific received information that this patient¿s rv lead exhibited high, out-of-range (oor) shock lead impedance measurement (sli) of greater than 200 ohms. The lead was tested while the tachy svc coil lead was programmed off which came back with a result of 100 ohms. Boston scientific technical services (ts) thought it could also be a tachy lead issue and discussed that it would be the physician¿s decision regarding to what configuration could be used basing on the patient¿s condition. However, as of that moment, the patient was doing well. This tachy lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.